Event description:
It was reported that there was a faulty printed circuit board (pcb). There was no issue related to physical damage/abuse. There was no delayed of therapy. Event occurred during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 3/27/2024. One device was received for evaluation. Visual inspection found no physical damage. There was no applicable evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.